Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cerebrovascular accident remains unknown.

Event description:
Following an ablation procedure, the patient experienced a cerebrovascular accident with shower of multiple lesions on MRI. During the procedure, a steam pop occurred just outside of the left atrial appendage. During a blood draw after the procedure was completed, the patient was having difficulty speaking, which led to an MRI being performed. The patient is still experiencing residual speech difficulties but is in stable condition.